Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to low blood glucose levels. The customer's blood glucose reading was 23 mg/dl. The customer stated that she woke up and her head felt funny, then on the way to the bathroom she collapsed and fell into the dresser. The customer passed out, and when she woke up asked her husband to call 911. The paramedics transported the customer to the hospital. The paramedics treated the customer with glucagon. The customer was admitted on (B)(6) 2016 and had a blood glucose reading of 50 mg/dl. The cause of the event was due to a stroke and too much insulin. The customer wore the device during an MRI. The customer performed the displacement test and it passed. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.